Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. In the case, the young doctor with little experience with impella insertion was in charge. They were accustomed to insertion and began priming early. After priming was finished, purge fluid was checked on the tray, but it did not flow. The young doctor was the first to correct hemodynamics, so purge fluid did not flow, but started introducing it. A senior doctor arrived at the time of introduction, and said it was essential to check if the purge fluid was flowing. Removed and checked the flow fluid of the purge again, but it did not flow. Suspected initial failure of product so a second bottle was opened. After that, it was introduced without problems.

Manufacturer narrative:
Added d3 fax was omitted during initial report. Corrected d4 serial number. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the priming problem could not be determined as no logs from field were returned and no issue was found with pump on returned product.